Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the information in the instruction for use (IFU), it was possible that a high-energy device was used without maintaining a sufficient distance from the tip; however, without specific details, this cannot be confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the adhesive around objective lens was peeled. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the duodenovideoscope exhibited the forceps elevator had a burn, and the adhesive around objective lens was peeled. There was no patient involvement.